Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating with the server. Medications were loaded to the stations, and transactions were being captured locally and the data was not transmitted to the pyxis server.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating with the server. A technical support specialist (tss) consulted with senior staff and recommended addressing the upload issue first by referencing knowledge article (ka) "manual recovery required - datasyncinvaliduploadchangetrackingvalue". A backup was created and saved. Manual recovery steps were performed, and the data synchronization log file was monitored until the message 'no variation in change tracking version' appeared, confirming success. The system functioned as intended after the technical support specialist troubleshot the device.